Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension. Other relevant device(s) are: product ID: 748240, serial/lot #: (B)(4), ubd: 03-jun-2009, UDI#: (B)(4). Product ID: 748240, serial/lot #: (B)(4), ubd: 21-apr-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could feel electrical sensations in their neck occasionally, but could not remember the last time they felt it. The patient did a lead connection check (lcc) and it showed 8 ok and battery voltage of 2.83 v. The patient had not seen their managing healthcare provider (hcp) for over a year, and as a result, they scheduled an appointment for (B)(6) 2020. The issue was not resolved at the time of the report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 748240, serial# (B)(4), implanted: (B)(6) 2005. Product type extension product ID 748240, serial# (B)(4), implanted: (B)(6) 2005. Product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins has become defective. The ins was sending current throughout the patient's body intermittently. Patient stated that every time he moves, he feels the current through his body. The patient wanted to know if this had happened before. Patient reported that stimulation was going through the right side of his body down the legs. Patient stated that he can find one position where stimulation doesn¿t go throughout his whole body but as soon as patient moved his head or starts moving around, the shocking stimulation happens. Patient stated that this has been getting worse overtime. On (B)(6) 2020, the patient felt the ins shut off and did not feel as steady as they normally do. Patient left wok and when he got home, they checked the ins with the patient programmer (pp). Pp stated the therapy was on and ok. Patient stated the electrical shock sensation has gotten so bad that he finally turned off stimulation. Patient can't get to grocery and was having difficulty feeding himself due to the return of his tremors. Patient indicated that this was a nightmare. Patient stated they talked to the manufacturer's representative (rep) last week who ran some sort of test over the phone and stated it said "8" and the rep was not too concerned with that number and told patient that if there were lower than he would suggest going to the emergence room (ER). Patient stated therapy has been working fine for 15 years until this started last week. Patient initially reported having some sort of sensation for past year but this has progresses significantly since last week. Patient has a follow up appointment with the neurologist. Patient was redirected to the contact the health care provider (hcp) to see if they can get in sooner or should go to the ER if it is that serious as patient was reporting. It was reviewed for the patient that the systems needed to be checked out to see if they can see anything within the system that could be causing the issue or try some reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had contacted the rep stating that there was a loose connection with his dbs and they were informed to contact the managing neurologist. They were complaining about an electrical/current sensation. They first noticed the sensation about a year ago and that it got much worse about a week ago to the point where they had to turn the dbs off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) stating the patient had a new group a to avoid contact 0 that had out of range impedances at 3404 ohms. The patient claimed he did not feel any electric sensation after 45 minutes with the new settings.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer had their battery and extensions replaced today, and the impedances were still high. The high impedances ranged from 24,700 ohms-28,800 ohms the healthcare provider (hcp) had no further information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 748240, serial# (B)(4), implanted: (B)(6) 2005. Product type extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the out of range impedances was unknown.